Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was sitting watching tv and received one inappropriate shock due to noise that was being oversensed. Troubleshooting was performed and they were not able to recreate the noise. X-ray were requested. Technical services (ts) reviewed the data and found that the smartpass feature was disabled from 2021. Ts discussed troubleshooting and programming options. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was sitting watching tv and received one inappropriate shock due to noise that was being oversensed. Troubleshooting was performed and they were not able to recreate the noise. X-ray were requested. Technical services (ts) reviewed the data and found that the smartpass feature was disabled from 2021. Ts discussed troubleshooting and programming options. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction report is being filed to correct field device codes h6.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was sitting watching tv and received one inappropriate shock due to noise that was being oversensed. Troubleshooting was performed and they were not able to recreate the noise. X-ray were requested. Technical services (ts) reviewed the data and found that the smartpass feature was disabled from 2021. Ts discussed troubleshooting and programming options. At this time, the device remains in service. No adverse patient effects were reported.